Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. However, based on the results of the investigation, damage to switch 1 likely caused the image to freeze and the device to record on its own. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified that the image was frozen and the device recorded on its own. There were no reports of patient involvement.